Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited a loss of capture (loc) at 4.5 v. The measurements were within range at 5.0 v. The lead was determined to have micro-dislodged. The lead was repositioned and the issue was resolved.

Manufacturer narrative:
To date, this right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.